Event description:
Customer reports the use by date on the test strip vial as 5/31/2008; manufacturer's database and batch record confirmed the actual use by date to be 5/31/2006. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.